Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the last dwell cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt had left "unused line clamp open". Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was indicated at the time of the initial report.